Manufacturer narrative:
Patient information was unavailable from the site. UDI not available at the time of filing. Device manufacture date is not available at time of filing. Device not returned to manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device during a functional endoscopic sinus surgery (fess). It was reported intraoperatively that the site was unable to register a patient. When attempting to threshold the model the device would only pick up points on the patient¿s left side. The site did report they did get a passing registration once, but when they went back to look at it the registration it had changed. Navigation was aborted, and a different device was used for the procedure. The surgical delay was reported less than one hour. No impact on patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. The archive from the procedure was sent to medtronic for review. It was reported that the points on the right side of the patient were under the location of the tracker and that rep points were observed on the trace pattern.

Manufacturer narrative:
Correction: patient identifier, age and sex provided. Patient weight was unattainable from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database.